Manufacturer narrative:
H10: received one used list# cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap. Lot# unknown, one used extension set, one baxter container 250 ml, 0.9% sodium chloride injection, usp. As received, the spin feature was activated and spinning freely. Clear fluid residuals present outside of the fluid path within the spiros housing. No other damage or anomalies were identified. The spiros was leak tested and leakage was observed from the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. Additional information in section g1.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not yet complete.

Event description:
The event involves a oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap the customer reported a spiros leak. The customer became aware of the issue when someone saw the medication cisplatin on the floor. There was patient involvement, however no report of harm.